Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was exchanged for the same model/shorter length and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and peripheral anterior synechia (pas). Reportedly, "after icl implantation, the iris comes into contact with the cornea". In a separate visit the lens was exchanged for the same model/shorter length and the problem was resolved. The cause of the event was reported as unknown. H6- health effect- clinical code: 4581- 'peripheral anterior synechia (pas)' should be added. Claim# (B)(4).